Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. No additional information was provided. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.